Event description:
A pump declared alarm 20 during insulin pumping, but no adverse impact was reported as the customer's blood glucose level did not exceed 500 mg/dl. The customer received assistance from technical support to load a new cartridge using the proper technique and successfully resumed insulin therapy. No information was available regarding the original cartridge lot number.